Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is revision for insert disassociation. Tka for oa (right side) took place on (B)(6) 2014. There had seemed to be no problem by x-ray photos after the surgery and at the time the patient left the hospital. But after that, the patient complained the knee did not move smoothly in a medical check. The surgeon found by x-ray photos that the product in question had slipped forward so the revision took place on (B)(6) 2015. There seemed to be no visible breakage on the insert in question so the surgeon suspected the insert had not been in proper position. The surgeon found the soft tissues clung outside the tibial component. The patient is now under observation for a full recovery. The surgery was complete without any delay. The surgeon instructed depuy synthes (B)(4) to conduct detailed investigation (breakage, deform, dimension etc.) For the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.